Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was inserted via the axillary. The patient was intubated on support with impella 5.5 and extracorporeal membrane oxygenation (ECMO). The team had observed what looked to be an air emboli in the left ventricle and so the team troubleshot by replacing the purge. The thought was maybe there was a ventricular septal defect (vsd). Additionally, there was a run of ventricular tachycardia (vt) that prompted treatment with repositioning and lidocaine. The pump remained on for support until care was withdrawn after eight days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the embolism and the ventricular tachycardia (vt) issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the embolism was not determined since product was not returned. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-07600: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. F6/f8- should have been left blank.